Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the procedure it was mentioned that once the physician crossed the septum with nrg needle and faradrive sheath using a protrac wire without issues, air was observed on sheath or near the distal tip of the catheter in the clear portion of the exposed faradrive sheath shaft. The physician removed the catheter, and the tubing connected to it was inspected and cleared of any possible air. The physician then reintroduced the catheter and reproduced the phenomenon. Later, the faradrive sheath was exchanged after which no air was visible following the expected aspiration and flushing process. However, at the end of the procedure, the physician noted a small crack at the stopcock of the replacement sheath. No patient complication was reported. The device is not expected to return for analysis as it was disposed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the procedure it was mentioned that once the physician crossed the septum with nrg needle and faradrive sheath using a protrac wire without issues, air was observed on sheath or near the distal tip of the catheter in the clear portion of the exposed faradrive sheath shaft. The physician removed the catheter, and the tubing connected to it was inspected and cleared of any possible air. The physician then reintroduced the catheter and reproduced the phenomenon. Later, the faradrive sheath was exchanged after which no air was visible following the expected aspiration and flushing process. However, at the end of the procedure, the physician noted a small crack at the stopcock of the replacement sheath. No patient complication was reported. The device is not expected to return for analysis as it was disposed.

Manufacturer narrative:
The reported allegation of visible air/bubbles is not confirmed. The device has not been returned to bsc for analysis at this time. Device history record (DHR) review: the DHR for (B)(6) was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Risk review: a risk review was performed. As the exact cause of the air in the system is unknown at this time. Risk documentation outlines the hazard of air being introduced into the bloodstream during various situations including, but not limited to, use of the device assembly resulting in an air embolism, the valve seal being inadequate, or the user not flushing/expelling all air from the catheter/sheath assembly. Based on this event description, there would have potentially been a minor delay if the physician noticed the bubbles and took extra care in purging the sheath, following the IFU for the sheath with a severity of a 2 due to a prolonged procedure. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. The cause not established cause code was selected for the allegation of visible air/bubbles based on the information provided within the event description. The cause of the bubbles seen by the customer in the faradrive sheath was not able to be determined based on the information provided for analysis, and the device has not been returned to bsc at this time.